Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unk date after the use of the product.

Manufacturer narrative:
This is one event for the same pt involving two separate products; associated MDR # 1125714-2013-02325.

Manufacturer narrative:
Add'l info has been requested and will be submitted upon receipt accordingly. This is one of two device reports for this event. Associated MFR report numbers: 1225714-2013-02324 and 1225714-2013-02325.

Event description:
Add'l info received alleged that the pt experienced a sudden cardiac event and expired the same day. It was further alleged the event was caused by the pt's exposure to the product administered during dialysis treatment.